Manufacturer narrative:
Evaluation results: as received, the lead was returned complete with a cinch anchor. Inspection of the lead revealed a kink where all the wires were broken 15cm distal to the paddle. The damage observed is consistent with overstress the lead was subjected to while it was implanted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's (B)(6) lead exhibited invalid impedance readings for several contacts. Stimulation could still be produced from the functioning contacts; however, the resulting therapy was said to be in the wrong location. Surgical intervention was undertaken to address this issue. During the procedure, a break was detected in the lead at the point of the anchor. The patient's lead and anchor were replaced. No further complications have been reported.